Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Email address unknown / not provided. PMA/510(k) number k011245 and k002188. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant was removed due to infection. Abscess was reported as a result of the event. Patient would have to return to place a new implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report . B5: describe event or problem. G3: date received by manufacturer . G6: type of report. H1: type of reportable event . H2: follow up type . H3: device evaluated by manufacturer. H4: device manufacturer date. H10: additional narrative.

Event description:
No further event information is available at the time of this report.